Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The length of the membranous septum was 3.5mm and the final non-coronary cusp implant depth was 4.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was difficulty implanting the 29mm navitor vision valve. On (B)(6) 2024, it was noted via electrocardiogram (ECG), that the patient developed a third degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's third degree atrioventricular block is attributed the patient' pre-existing conduction abnormality and an inflammatory response. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and hospitalization was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was hospitalized and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was provided that on (B)(6) 2025, the patient was diagnosed with prosthetic valve endocarditis. Prosthetic valve endocarditis was believed to be caused by bacteremia with enterococcus faecalis (possibly urosepsis), though the exact source remains unknown. The infection involved the 29mm navitor vision valve. As a result, the patient underwent transcatheter aortic valve implantation (tavi) explantation followed by surgical valve replacement. The patient had no prior history of endocarditis. Blood cultures confirmed the presence of e. Faecalis, and abundant enterococcus faecalis was also isolated from the valve tissue, with gram stain showing gram-positive cocci. It is unknown whether the patient had any risk factors such as an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a non-sterile object. Clinically, the patient experienced fever and a septic embolism in the brain.

Manufacturer narrative:
An event of heart block, hospitalization, endocarditis, bacteremia, fever, septic embolism in the brain, stroke, and surgical intervention was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause of the reported heart block could not be conclusively determined. The reported fever, embolism, stroke, endocarditis, and infection could not be conclusively determined. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was hospitalized, a permanent pacemaker was implanted, and the valve was explanted due to reported endocarditis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was provided that on (B)(6) 2025, the patient was diagnosed with prosthetic valve endocarditis. Prosthetic valve endocarditis was believed to be caused by bacteremia with enterococcus faecalis (possibly urosepsis), though the exact source remains unknown. The infection involved the 29mm navitor vision valve. As a result, the patient underwent transcatheter aortic valve implantation (tavi) explantation followed by surgical valve replacement. The patient had no prior history of endocarditis. Blood cultures confirmed the presence of e. Faecalis, and abundant enterococcus faecalis was also isolated from the valve tissue, with gram stain showing gram-positive cocci. It is unknown whether the patient had any risk factors such as an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a non-sterile object. Clinically, the patient experienced fever and a septic embolism in the brain, resulting in a stroke. No additional information was provided.